Event description:
It was reported during a pulmonary vein ablation procedure, upon moving the livewire catheter from the left superior pulmonary vein to the right pulmonary vein, the catheter entered the left atrial appendage and a perforation occurred; the pt was hemodynamically unstable with a blood pressure of 80/50. The act at the time was 300. An echocardiogram confirmed cardiac tamponade. A pericardiocentesis was performed which immediately increased the pt's blood pressure to 135/70. Protamine was given; the act level decreased to 115. The pt continued to bleed from the left atrial appendage, requiring a sternotomy and surgical repair. The pericadium was opened; several hundred milliliters of bright red blood and clot were removed. The pt was placed on bypass to allow for inspection and repair of two small perforations of the left atrial appendage. The pt had episodes of atrial fibrillation and was cardioverted. Following surgery, the pt was transferred to intensive care in good condition. The pt was discharged home (date unknown) and was reportedly recovering.